Event description:
It was reported following a percutaneous intervention a 6f angio-seal vip was selected for use. A pre-insertion femoral angiogram was performed. The angio-seal was deployed and hemostasis was achieved. The patient was reported to be large. Two days later, the patient felt a pop sensation in the groin and experienced retroperitoneal bleeding. The patient required surgical intervention to repair the retroperitoneal bleeding. The patient has recovered.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.